Manufacturer narrative:
Concomitant: 5592-45 lead, implant date; (B)(6) 2001; 3889-28 interstim urinary lead, implant date: (B)(6) 2017; 3037 neuro programmer, implant date: unknown.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and an auto polarity switch occurred. The device was r eprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.